Event description:
The patient was to start a continuous renal replacement therapy (crrt), and the registered nurse (rn) had attempted to start on patient and there was an issue with previous prismaflex set. The rn set-up new prismaflex set, and the set was connected to patient to begin therapy. The therapy was started and immediately the rn received an alarm for blood leak. The rn was able to stop therapy because the blood leak was visible in the tubing and extended to auto-effluent tubing. The patient was safely disconnected from the prismaflex. The prismaflex set was removed, and the prismaflex machine was removed from service to be checked by biomed. The patient had crrt set-up with a new prismaflex machine and prismaflex set.